Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the technician did not notice any external damage. The customer stated problems could not be verified after multiple flow and occlusion tests. The reported event was unable to be duplicated and all the testing were within the required specification. The root cause of the reported issue could not be determined. The technician replaced interconnect board as a preventative measure. Performed syringe test and all functional testing, which the device passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a system failure primary audible alarm background test. No patient injury reported.